Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and high pacing impedance out of range was confirmed. High capture thresholds were also observed with the testing. The physician opted to place a new rv lead and the new one was tested and shown to have acceptable measurements. The existing device was connected to the new rv lead. Subsequently, the old rv lead was surgically abandoned and successfully replaced. The patient is continuing to be followed. No additional adverse patient effects were reported.